Manufacturer narrative:
The insulin pump alarm motor error during the basic occlusion test due to protruded/loose drive support disk. Unit passed displacement, prime, excessive no delivery tests. Unable to test motor due to motor error alarms. The motor was tested outside of the device and it passed. Unit had cracked battery tube threads.

Event description:
It was reported that the customer's insulin pump alarmed during prime, and insulin squirted out. It was also stated that the drive support cap was loose. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.